Manufacturer narrative:
H3: product analysis #704215021:part # g3602615 lot # 0773406w visual and optical inspection confirmed the hex of the screw has been damaged. The edges have been deformed and rounded off. The threads appear to be damaged this type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding connectors used posterior cervical fixation. Levels implanted: c2-t2. Pre-operative diagnosis for this procedure was myelopathy. It was reported that after placing ref: (B)(4), screw stripping occurred at the time of final tightening, and the torque for final tightening was not applied. The same phenomenon occurred when the set screw was removed, replaced with a single item closed connector set screw, and finally tightened again. When replacement was performed again, the final tightening was able to be performed. The set screw stripped when the closed lateral connector 13mm (B)(4) was finally tightened. Therefore, the set screw was replaced with a closed connector set screw ((B)(4)), but it stripped as well. When it was replaced with a closed connector set screw (B)(4)) again, the final tightening was able to be performed without any problem. The counter was unused because there was no space between the heads. There was delay of less than 60 minutes. The physician said that hexagon was easy to strip. No patient symptoms or further complications reported.